Event description:
It was reported that during a knee arthroscopy procedure the physician "heard a grinding sound, and when they looked at the device they noticed the fourth tooth was broken off." An x-ray was performed to ensure there were no pieces left inside the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the complaint device revealed a tooth on the distal tip of the inner shaft was broken and the cutting edge bent slightly outward. The cutting edges of the outer shaft were observed to be damaged. The observed damage on the outer shaft corresponds with the broken tooth on the inner shaft. Galling was observed on the inner shaft. The device was tested to determine if there were any bends along the shafts and to test for straightness. The device passed all testing. Based on the observed damage, potential causes were determined to be that the device may have come into contact with staples, clips or another metal object, resulting in damage to the blade; or excessive lateral forces were exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the broken tooth to catch on the outer shaft as the device rotated, resulting in the observed galling and broken tooth. It is likely that the grinding sound reported by the facility was the result of the damaged tooth impacting the cutting edges of the outer shaft and then breaking off. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2010-00065 where an additional incision was needed to remove the tip of the device that had broken off in the patient's knee even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.